Event description:
The patient underwent hospital procedure of "phacoemulsification of cataract with insertion of intraocular lens." During handling but prior to insertion into patient eye, the product's plunger jammed and the lens was unable to be loaded. The product had to be wasted. No other patient involvement. FDA safety report ID # (B)(4).